Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had no image during maintenance. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. During the inspection at repair center, it was found that due to damage on charged coupled device (ccd) unit, the specified resolving power is not obtained. In addition, the following non-reportable malfunctions were found during device evaluation: breakage of the image sensor. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not duplicated. Although the event was not reproduced, it is likely the charge-coupled device (ccd) unit was damaged while the user was handling the device, which led to temporary loss of image. The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.